Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the premature battery depletion was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient and managing health care provider (hcp) we dissatisfied that patient's device reached eos after only 3 years. Caller said hcp's expectation was that the battery would last closer to 10 years. Caller said patient had battery explanted today and they plan to send it back to mdt for analysis. Agent sent caller email with link for ordering return mailer kits along with battery longevity document.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the ins had a total lifespan of 2.94 years, and an adjusted lifespan of 2.81 years when accounting for the time therapy was turned off. This falls within the estimated range of 1.9-7.6 years, before adjusting for the use of an extra active electrode. It is reasonable to conclude that the battery depleted as expected from normal use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.